Event description:
A malfunction alarm was reported by the customer, identified by the malfunction code "malf 0." The customer declined to answer whether the issue impacted their blood glucose level. Technical support provided pump reset information to the customer, assisted with resetting the pump, and confirmed that the malfunction code did not recur. The customer continued to use the pump for insulin therapy.